Manufacturer narrative:
Qn#(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint that the "guidewire got stuck in the iab catheter" is not able to be confirmed. The product was not returned for investigation. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) guidewire got stuck in the iab catheter and was unable to pass through. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) guidewire got stuck in the iab catheter and was unable to pass through. As a result, a new iab was used to complete the treatment. There was no report of patient complications, serious injury or death.